Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 4 lesion nt2000¿ pain management rf generator sn (B)(6) was received for evaluation the returned generator successfully booted to the application menu upon applying power. Port 1 and port 2 displayed high temperature readings during a functional test. Internal inspection verified that the temperature compensation board was not properly seated. Functionality was restored upon reseating the temperature compensation board & and consistent temperature values were confirmed on all ports.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the procedure with the patient prepped, a squealing noise was noted coming from the generator when it was turned on the message: "check connector and probe" was noted. When connecting the probe to port 1, it started squealing again. The port was green and it recognized the probe. During an earlier procedure they weren't able to proceed; the procedure was aborted as "check connector and probe" message popped up for ports 1, 2 and 3. The patient had been prepped for the procedure. There were no adapters or extension cords used. The generator was restarted and it squealed for a moment then stopped. The generator was restarted again and there was no squealing, it passed a grounding pad test twice with no issues.